Manufacturer narrative:
All testing with the returned strips produced acceptable results and no strip defects were observed. The alleged malfunction was not reproducible. The product performed according to the specifications. The allegation in this case could not be substantiated.

Manufacturer narrative:
The customer's test strips were returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4) compared to the same meter. At 9:50 am the meter result was 483 mg/dl. The nurse did not believe the first result was reflective of the patient's condition and repeated the test. At 9:53 am the meter result was 156 mg/dl. At 9:54 am the meter result was 177 mg/dl. The last two results were believed to be correct. No treatment was given based on the meter results.